Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (hydromorphone) 250 mcg/ml for a total dose of 174.85 mcg/day and bupivacaine 7.3 mg/ml for a total dose of 5.1056 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 the patient contracted the clinic reporting their pump was alarming. The patient was started on oxycodone and clonidine to prevent symptoms of withdrawal. The alarm on (B)(6) 2019 was a low reservoir alarm. On (B)(6) 2019 the patient reported the pump reservoir was empty. On (B)(6) 2019 the pump was refilled. It was noted the pump refill appointment scheduling error resulted in the low reservoir alarm/empty pump reservoir. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was possible intrathecal (it) opioid withdrawal. The patient's weight was 233.6 pounds. The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event was related to programming/refill. The relatedness to the drugs (hydromorphone and bupivacaine) was related and the drug action that cause the event was other: low/empty pump reservoir. No further complications were reported.